Manufacturer narrative:
Argus case: (B)(4).

Event description:
It was about 4 tablets, not at one time, but in the matter of a few day/he thought it was theraflu, he put it in the water and let it dissolve and drank it. [Accidental device ingestion] he doesn´t have an appetite [appetite lost] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and appetite lost. The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion and appetite lost were unknown. It was unknown if the reporter considered the accidental device ingestion and appetite lost to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on 11-feb-2021. The consumer stated, "if it was swallowed what would be the thing to do in that case? It was about 4 tablets, not at one time, but in the matter of a few days. He doesn't have an appetite. He thought it was theraflu, he put it in the water and let it dissolve and drank it."